Manufacturer narrative:
Concomitant device(s): (cn: 180-01-48, sn: (B)(4)) nv crown cup clstr hole 48mm group 1; (cn: 170-32-93, sn: (B)(4)) biolox delta femoral head 32mm od, -3.5mm; (cn: 180-65-20, sn: (B)(4)) alteon 6.5mm screw, 20mm; (cn: 180-65-25, sn: (B)(4)) alteon 6.5mm screw, 25mm.

Event description:
Index surgery: (B)(6) 2017. Patient felt some squeaking and something popped. X-ray looked like a poly had disassociated with cup. When surgeon opened patient that is what happened. Liner found to be chewed up pretty good. And the nipple sheered of and as still in the cup. Revised to alteon cup and 36 neutral liner. Noticed a lot of metalosis with the ceramic head articulating directly on cup. Surgeon clean out and put in new cup. Patient outcome was very good.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was likely the result of edge loading which applied a bending moment to the raised edge of the lateralized liner resulting in liner wear and shearing of the mushroom feature which led subsequent disassociation of the acetabular liner from the cup, wear, and metallosis. (D11) concomitant device(s): (cn: 180-01-48, sn: (B)(6), nv crown cup clstr hole 48mm group 1. (Cn: 170-32-93, sn: (B)(6), biolox delta femoral head 32mm od, -3.5mm. (Cn: 180-65-20, sn: (B)(6), alteon 6.5mm screw, 20mm. (Cn: 180-65-25, sn: (B)(6), alteon 6.5mm screw, 25mm.